Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right ventricular (rv) lead channel. The rv lead exhibited low out of range impedance measurements during the episode. The episode occurred during surgery, with the devices respiratory sensor disabled as a result. Technical services (ts) was consulted and discussed stored data as well as how to reenable the respiratory sensor. This device remains in service. No adverse patient effects were reported.